Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had time anomaly that once a week for 5 minutes. Customer stated the gain is greater then 1 minute per week. Customer stated loss was greater then 4 minutes per month. The patient¿s blood glucose level was 230 mg/dl at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
Device was programmed with correct time and date and monitored. Device passed displacement test and self test. No time or clock anomalies were noted.